Event description:
It was reported to baxter (B)(6) that a colleague infusion pump had an inoperable stop key on the pumphead module keypad. It is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump or additional information be received, a follow-up medwatch will be submitted.

Event description:
Per the clinic, the device was explanted due to a performance decrement. Reprogramming attempts were made but could not resolve the issue. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unk procedure one harmonic knife did not conduct vibrations at all. When the other knife was used, the lower surface of the sheath was damaged. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a defective stop button. The root cause could was determined to be a defective stop button on the pump head module keypad. The pump head module keypad was replaced to repair the reported condition. The user interface module master software version is 6.13.90, which is classified as remediated. A follow up report will be submitted if additional information becomes available.